Manufacturer narrative:
The battery is currently unavailable.

Event description:
It was reported that the rechargeable battery is leaking fluid. The patient has been advised to discontinue use of the battery and return it to the manufacturer for evaluation. There was no allegation of serious injury associated with the issue. The new battery has been sent to the patient. The rechargeable battery has not been returned as of the date of this report, june 9, 2016.